Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed received an error 91 (heater test - element 1 failure) during calibration and ordered a heater after reading the description in the error but the device failed for the same error after replacing it, biomed was checking connections and would order a new mains circuit board if it was not a connection issue. Per additional information received via follow-up on (B)(6) 2022, it was stated that after replacing the heater and the ac mains circuit card, the device was now failing calibration for an error 81 (water check time out - difference between water temperature and reference temperature is greater than 2 degree celsius), which was unrelated. Mss suggested returning the device for an assessment. Per additional information received via follow-up on 15-aug-2022, it was stated that there was no patient involvement as it was found during calibration. The device was originally having calibration failures for the heating element, which was why they replaced the heater, that did not fix the issue. The heater got power from the ac mains circuit card so they replaced that as well. After those 2 components were replaced then received the error 81, biomed has decided to send in device for assessment.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. The error reported is generated when the measured temperature from the ctu's internal thermistor is compared to the thermistor t2 temperature in the device and the readings are greater than 2 degrees c difference. The customers ctu may be the cause for the error but cannot be determined as the exact root cause since it was not returned with the device. Chiller molded tube twisted at entry to evaporator tank nipple causing partial blockage of chiller water flow. Corrected the orientation of the chiller molded tube to specifications removing all kinks, and installed proper factory clamps to secure it to the evaporator inlet nipple. Per the upgrade procedures the control panel coin cell battery was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR is not required as this is not an out-of-box failure. Based on the results of this investigation, no additional actions are required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the biomed received an error 91 (heater test - element 1 failure) during calibration and ordered a heater after reading the description in the error but the device failed for the same error after replacing it, biomed was checking connections and would order a new mains circuit board if it was not a connection issue. Per additional information received via follow-up on 11-aug-2022, it was stated that after replacing the heater and the ac mains circuit card, the device was now failing calibration for an error 81 (water check time out - difference between water temperature and reference temperature is greater than 2 degree celsius), which was unrelated. Mss suggested returning the device for an assessment. Per additional information received via follow-up on 15-aug-2022, it was stated that there was no patient involvement as it was found during calibration. The device was originally having calibration failures for the heating element, which was why they replaced the heater, that did not fix the issue. The heater got power from the ac mains circuit card so they replaced that as well. After those 2 components were replaced then received the error 81, biomed has decided to send in device for assessment. Per sample evaluation results received on 27sep2022, it was reported that the root cause of the calibration error of 81 could not be determined as the reported error could not be duplicated during assessment testing. The error reported was generated when the measured temperature from the ctu's internal thermistor was compared to the thermistor t2 temperature in the device and the readings were greater than a 2 degree c difference. The customer's ctu may be the cause of the error but cannot be determined as the exact root cause since it was not returned with the device. It was reported that the chiller molded tube twisted at the entry to the evaporator tank nipple, causing partial blockage of chiller water flow.